Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 100-200 mg/dl.